Event description:
The user facility reported a 69-year-old white male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an implanted impella cp pump triggered high purge pressure alarms during patient support. Purge flows were noted to be below 1 ml/hr at the time of the reported failure. The purge cassette was initially replaced, but the issue persisted. As such, the pump was explanted, and the patient was escalated to impella 5.5 support. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. The pump was returned, tested, and evaluated no physical abnormalities were observed on the returned pump. During the test, high purge pressure was not reproduced. However, data logs showed a sudden rise in purge pressure and a high purge pressure alarm within a 4-minute time frame. The cause of the high purge pressure issue was most likely biomaterial based on return product investigation and data log review.